Event description:
The manufacturer received an allegation of a test failure on a ventilator. There was no harm or injury reported. The device was returned to a third-party service center for service. During the evaluation, error codes were found in the ventilator's downloaded error log. The oxygen blending module board and the interface board were replaced to address the reported issue. In addition, the universal porting block and porting block adapter were replaced due to cracks found on the plastic.